Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the reload stopped mid fire and was unable to complete the firing cycle in normal tissue thickness which was not too wide. The user continued to open reloads until the device was able to go through the tissue to resolve the concern. The same handle and adapter were used. There was no patient injury.